Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient reported that they had their implant reprogrammed and about a week after this the implant wasn't working for their symptoms. The patient said they didn't know why this was the case. During the call the patient was able to successfully connect with the implant and increase stimulation to a comfortable level (patient was on program 4 and increased from 0.7 ma to 0/9 ma). The patient was redirected to their healthcare provider to further address the issue. The patient mentioned they had a new managing health care provider. Patient mentioned that since implant their implant had slightly moved in the pocket, the patient said they were good and didn't have a problem with this. Patient services reviewed general information about implant and redirected patient to healthcare provider.